Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available at this time as contact information was not provided. Reason for reoperation: seroma-late and concern with the textured product.

Event description:
Patient reports seroma and anxiety due to textured implant. The device remains implanted.